Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) was analyzed and the complaint was not confirmed by failure analysis. Visual inspection was performed and no grip misalignment was observed. The inputs were manually articulated and the grip tips moved accordingly. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The bumper test was performed and passed. The instrument was fully functional. No product issue was found.

Event description:
It was reported that the sp fenestrated bipolar forceps instrument was not articulating properly. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was related to the movement of the instrument. The issue occurred while the surgeon was attempting to manipulate the instruments. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.